Manufacturer narrative:
(B)(4). There was no alleged device malfunction. The device was not returned for evaluation. The customer complaint could not be confirmed. A root cause could not be determined. Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a skin irritation that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Patient experienced red bumps, little white blisters and itchiness under and around the sensor patch adhesive. Patient said this occurs as soon as the adhesive touches her skin. Patient went to urgent care and was given a sodium medrol steroid shot as well as a topical cream called triamcinolone acetonide. Patient is currently waiting for the rash to clear. At the time of contact, no further medical intervention was reported.